Event description:
It was reported that a bd insyte autog bc grn 18ga x 1.16in catheter cracked. The following information was provided by the initial reporter: patients have to have IV's replaced because they are going bad. Many of those are due to catheter damage. On many of them the catheter will crack right next to the hub causing them to leak under the dressing. Patients are having to be stuck 5-6 times each time they need to replace an IV.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. E1. Address information was not provided, therefore, xx was used as a place holder. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Manufacturer narrative:
Investigation results: no lot number or sample received. Based on the limited investigation results, a root cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.